Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection showed that the insulation tip fractured on the jaw and there were scratch marks on the other jaw tip. The broken piece of insulation was not received. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The device was plugged into a generator and was successfully recognized. The device was activated on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. An additional failure was found during the investigation; the insulation tip was fractured on the jaw. The additional findings did not contribute to the reported condition. The investigation showed that the insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object (or, grasping the device tip with a tool), where led to the chipping of the insulation. Manufacturing and supplier were ruled out as the possible cause of the fracture by the engineering. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the hand piece was plugged into the unit and would not activate. Another hand piece was used to complete the procedure.